Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 470mg/dl. Troubleshooting found that the customer changed the reservoir and used an injection to treat their blood glucose. No further high blood glucose troubleshooting was performed as customer indicated that they would call back with their basal rates. No further details given.